Manufacturer narrative:
Concomitant medical products: biotronik lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented due to high right ventricular (rv) lead coil impedance of the competitor lead. Review by the physician noticed the lead was not fully inserted inside the header of the cardiac resynchronization therapy defibrillator (crt-d) device and could easily be removed. It was noted the lead values were within range when tested via analyzer and the device was explanted and replaced. In addition, it was noted the low-voltage pacing lead had a high pacing threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.